Event description:
It was reported that a verscross rf wire was selected for use. A pericardial effusion and cardiac tamponade were reported. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a versacross rf wire was selected for use along with a faradrive steerable sheath clear were selected for use. Air ingress occurred during aspiration that could not be cleared, and a hemostatic valve leak was suspected. The sheath was replaced with another of the same model, but during the exchange a pericardial effusion occurred. This occurred about 30 minutes post cavotricuspid isthmus (cti) ablation. The pericardial effusion was treated via pericardiocentesis. The procedure could not be completed due to the complication and was cancelled. The patient is expected to recover fully. The device (faradrive) is expected to be returned for analysis. It was further noted on 08jan2024 that the pericardial puncture happened during the transeptal puncture of the severely aneurysmal septum and was noticed to have progressed to tamponade during faradrive sheath insertion while it was still within the right atrium (ra). A versacross wire was used and was in the left atrium (la) when the tamponade was discovered. There was cardiac tamponade with hypotension requiring pressor support, pericardiocentesis, and blood products. The location of the tamponade was the interatrial septum and posterior la wall, verified by intracardiac echocardiography (ice) imaging. No issues were noting with versacross device. Later on (B)(6)2024, it was noted that the cardiac tamponade was noted during transseptal prior to catheter insertion. It was further reported on (B)(6) 2024 that the event is related to versacross rf wire, which has contributed to the pe and tamponade. A blood transfusion was needed. In the physician's opinion, the veracross steerable sheath did not contribute to the adverse event. The anatomical challenge with septum did. No issue or malfunction were noted with the versacross sheath nor rf wire. No issue or malfunction were noted with the mechanical guidewire/starter wire. The versacross devices are not returning for analysis.

Manufacturer narrative:
It was indicated that the versacross devices will not be returned for evaluation. Due to additional information received on (B)(6)2024, the fields b5 (describe event or problem), f10 and h6 (impact codes (7)) were updated. Also, the fields f10 and h6 (patient codes (4)) were updated due to information provided on (B)(6)2024. Thus, this supplemental report is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a verscross rf wire was selected for use. A pericardial effusion and cardiac tamponade were reported. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a versacross rf wire was selected for use along with a faradrive steerable sheath clear were selected for use. Air ingress occurred during aspiration that could not be cleared, and a hemostatic valve leak was suspected. The sheath was replaced with another of the same model, but during the exchange a pericardial effusion occurred. This occurred about 30 minutes post cavotricuspid isthmus (cti) ablation. The pericardial effusion was treated via pericardiocentesis. The procedure could not be completed due to the complication and was cancelled. The patient is expected to recover fully. The device (faradrive) is expected to be returned for analysis. It was further noted on 08jan2024 that the pericardial puncture happened during the transeptal puncture of the severely aneurysmal septum and was noticed to have progressed to tamponade during faradrive sheath insertion while it was still within the right atrium (ra). A versacross wire was used and was in the left atrium (la) when the tamponade was discovered. There was cardiac tamponade with hypotension requiring pressor support, pericardiocentesis, and blood products. The location of the tamponade was the interatrial septum and posterior la wall, verified by intracardiac echocardiography (ice) imaging. No issues were noting with versacross device. Later on 02feb2024, it was noted that the cardiac tamponade was noted during transseptal prior to catheter insertion.

Manufacturer narrative:
It was indicated that the versacross devices will not be returned for evaluation. Due to additional information received on 28may2024, the field b5 (describe event or problem) was updated. Thus, this supplemental report is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a verscross rf wire was selected for use. A pericardial effusion and cardiac tamponade were reported. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a versacross rf wire was selected for use along with a faradrive steerable sheath clear were selected for use. Air ingress occurred during aspiration that could not be cleared, and a hemostatic valve leak was suspected. The sheath was replaced with another of the same model, but during the exchange a pericardial effusion occurred. This occurred about 30 minutes post cavotricuspid isthmus (cti) ablation. The pericardial effusion was treated via pericardiocentesis. The procedure could not be completed due to the complication and was cancelled. The patient is expected to recover fully. The device (faradrive) is expected to be returned for analysis. It was further noted on 08jan2024 that the pericardial puncture happened during the transeptal puncture of the severely aneurysmal septum and was noticed to have progressed to tamponade during faradrive sheath insertion while it was still within the right atrium (ra). A versacross wire was used and was in the left atrium (la) when the tamponade was discovered. There was cardiac tamponade with hypotension requiring pressor support, pericardiocentesis, and blood products. The location of the tamponade was the interatrial septum and posterior la wall, verified by intracardiac echocardiography (ice) imaging. No issues were noting with versacross device. Later on 02feb2024, it was noted that the cardiac tamponade was noted during transseptal prior to catheter insertion. It was further reported on 15feb2024 that the event is related to versacross rf wire, which has contributed to the pe and tamponade. A blood transfusion was needed. In the physician's opinion, the veracross steerable sheath did not contribute to the adverse event. The anatomical challenge with septum did. No issue or malfunction were noted with the versacross sheath nor rf wire. No issue or malfunction were noted with the mechanical guidewire/starter wire. The versacross devices are not returning for analysis. It was further reported on 28may2024 that the versacross rf wire was causal to the adverse event.